Event description:
It was reported to philips healthcare that the display of the heartstart xl was not readable due to a "red pot on the screen". There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.